Event description:
Balloon inserted on 6/6/95. The balloon was connected to another MFR's console, and the upper 1/3 of the balloon did not open on inflation with full volume. The balloon was manually inflated with helium and reattached to the console. Poor augmentation remained. The balloon console was changed to a different console, and the results were the same. After 45 minutes of balloon pumping, the balloon augmentation gradually improved. The balloon was discontinued approx 80 hours later.